Event description:
It was reported that during implant, the left ventricular lead perforated the coronary sinus. The lead also exhibited high thresholds. The patients blood pressure dropped severely, chest compressions were started. An echo noted pericardial effusion, a pericardiocentesis was performed. The lead was removed. The patients condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.